Event description:
It was reported that the universal battery charger device was not charging. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was damaged, the contacts in the bays were worn out and the device failed the bench test (charging/function test). It was further discovered that the power supply for bays a and b and the mainboard were bad. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on electronic components from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.